Event description:
This case was initially received via regulatory authority ((B)(6) - health authorities in (B)(6), reference number: (B)(4)) on 18-feb-2019. This spontaneous case was reported by a consumer and describes the occurrence of fatigue ("tiredness") and diplegia ("paralysis of upper and lower limbs") in a (B)(6) female patient who had essure (batch no. 675115) inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2010, the patient had essure inserted. On (B)(6) 2018, the patient experienced fatigue (seriousness criterion medically significant), diplegia (seriousness criterion medically significant) and myalgia ("muscle soreness / constant and chronic muscle pain"), 7 years 8 months after insertion of essure. At the time of the report, the fatigue, diplegia and myalgia outcome was unknown. The reporter provided no causality assessment for diplegia, fatigue and myalgia with essure. Further company follow-up with the regulatory authority is not possible. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This case was initially received via regulatory authority (ansm, reference number: (B)(4)) on 18-feb-2019. The most recent information was received on 21-may-2019. This spontaneous case was reported by a consumer and describes the occurrence of fatigue ('tiredness') and diplegia ('paralysis of upper and lower limbs') in a 43-year-old female patient who had essure (batch no. 675115) inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2010, the patient had essure inserted. On (B)(6) 2018, the patient experienced fatigue (seriousness criterion medically significant), diplegia (seriousness criterion medically significant) and myalgia ("muscle soreness / constant and chronic muscle pain"), 7 years 8 months after insertion of essure. At the time of the report, the fatigue, diplegia and myalgia outcome was unknown. The reporter provided no causality assessment for diplegia, fatigue and myalgia with essure. Quality-safety evaluation of ptc: unable to confirm complaint. Further company follow-up with the regulatory authority is not possible. Most recent follow-up information incorporated above includes: on 21-may-2019: quality-safety evaluation of ptc. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.